Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/26/2020. H.6. Investigation: customer returned two (2) 0.5ml bd insulin syringes with open polybags from lot 9039970. Consumer reported when removing the shields, the needle hub stays within the shield. Both returned syringes were examined, and it was observed that both syringes exhibited a separated needle hub/shield assembly; no damage to the barrel tips was observed. A review of the device history record was completed for batch# 9039970. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200805546] noted for raised needle assembly. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #58122 was created for raised shields. Debris was collected on the cup and the dial. Corrective action: cleaned the cups and the dial. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that the hub separated from device and remained in shield during use with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the consumer found when removing the shields, the needle hub stays within the shield, but these are not hard to remove shields.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from device and remained in shield during use with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the consumer found when removing the shields, the needle hub stays within the shield, but these are not hard to remove shields.